Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported: "my name is (B)(6), I got a hip replacement in (B)(6) of 2007. I have lots of pain and the doctor did an x-ray and says my screws are loose (in my hip). I want to know what hips are being recalled. My ortho doctor doesn't seem to even know of the recall at all. So please tell me which hips are being recalled.